Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the intensive care unit that during an infusion of lipids, the pump suddenly shut off and would not turn back on. The clinician tried to move the channel around to see if it would work again; however, it did not. No additional information was provided.